Event description:
It was reported that the subject device had a blurry image. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on ccd unit, the image has roughness. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ccd unit, the image has roughness. Due to damage on ccd unit, the focus is not changed to near point. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.